Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the local representative contacted the clinic for additional information. The clinic had been contacted urgently to check the device during the adverse event leading up to the patient's death. Despite initiation of emergency measures, the patient could not be stabilized and died. The device was interrogated post-mortem and no tachycardia episodes were recorded. There was no external record or documentation that the code had been initiated due to development of ventricular tachycardia (vt) or ventricular fibrillation (vf). The local representative was unaware of the documented cause of death but that the death was unrelated to device function. The patient's medical history was significant for arm swelling and blood clots. The suspected cause of death was attributed to a pulmonary embolism (pe). All prior device checks had been normal and there were no allegations of device malfunction. There were no reports that the use of the device caused or contributed to the patient's death.

Event description:
Boston scientific received information that this patient advocate contacted boston scientific's patient services in (B)(6) 2014 to report that this patient had died in (B)(6) 2014. The patient advocate mentioned that there was "something wrong with the device but wasn't sure what it was". It was unclear if "device" was in reference to the patient's implanted device or communicator. The patient advocate did not allege that a product malfunction caused or contributed to the patient's death.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.